Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer obtained falsely elevated sodium and chloride results while using the architect c16000 analyzer. The customer uses a normal range of 137 to 147 mmol/l for sodium and 99 to 110 mmol/l for chloride. Sample ID (B)(6) generated sodium results of 183 and 145 mmol/l and chloride results of 142 and 110 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity identified no tickets similar to the complaint issue. Review of tracking and trending reports did not identify any trends associated with the issue. Return testing was not completed as returns were not available. The customer's analyzer logs and data were reviewed through abbottlink. This review found the prior sample used ferritin reagent from another manufacturer. Carryover contamination was suspected from this ferritin reagent and carryover tests found the ferritin reagent interfered with the ict results. After a wash was added for this ferritin reagent, carryover contamination tests showed the ict results were acceptable. Qc results were reported to be within expected ranges. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency was identified for the architect c16000 analyzer.